Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received states that the device was explanted and replaced with no complications. The patients condition was excellent.

Event description:
It was reported that during follow up, a sudden drop in battery voltage was observed. The device remains implanted and will be monitored closely. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.